Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received partially deployed with the plunger deployed and with the thumb advancer and delivery tube displaying initial deployment from plunger deployment. The exchange sheath hub was not engaged with the device handle and the distal end of the sheath was damaged. The sheath assembly was removed from the device and the vessel locator wings (vlw) were noted to be bent, but intact with secure mounting points. There was no detected sheath hub or cutter damage and no obstruction within the handle to prevent complete engagement of the sheath hub and the starclose se device handle. The damaged vlw and sheath distal end are observations only and not failure modes. Both were due to contact of the sheath with the deployed vlw during the plunger and delivery tube deployment, pushing the detached sheath/hub assembly into the vlw. The device as reset for sheath installation and plunger redeployment testing. The test was successful with a distinctive click heard during sheath to device installation and a gentle pull on the hub confirmed complete sheath hub to device handle engagement. The plunger was deployed and initial deployment of the delivery tube/thumb advancer occurred, partially splitting of the sheath with no separation of the sheath from the device handle. Possible causes for the inability to fully install the sheath to the device include an out of position cutter/splitter during the manufacturing process, cutter damage and misalignment during procedure prep and handling, or improper user technique. However, during manufacturing the lot is visually checked for proper cutter alignment and damage. A sample from the lot was destructively functionally tested and all lot release testing met specification. Lab testing of the returned device confirmed proper device function. The observed mode of failure is consistent with user technique. Reportedly, the physician is in-training, indicating a possible lack of experience with the starclose se device. The starclose se instructions for use states: when connecting the sheath hub to the clip applier, hold the hub up at the same angle as the tissue tract above the skin surface. This action allows a firm connection to be made without pushing against the skin. An audible click should be heard. Check to make sure the hub-to-clip applier engagement is secure by gently pulling on the sheath hub. The cause for the reported event could not be determined, because it was not possible to confirm if user technique contributed to the reported detachment of the sheath from the device, and all testing confirmed proper device function. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database revealed no similar incidents. There is no indication of a product lot quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a starclose se device after a diagnostic procedure. Reportedly, the starclose se hub was pushed into the clip applier and the "click" was heard. When the plunger was depressed, the hub disconnected from the clip applier, prior to clip deployment. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequeale. There was no clinically significant delay in the procedure reported. The physician was reportedly in-training in the use of the starclose se. No additional information was provided.